Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions) h11. Corrected field: e1 (initial reporter), due to character limitation e1 initial reporter full name:(B)(6). A getinge field service engineer (fse) inspected the machine and observed multiple gas loss in iabp circuit alarms in logs. Unable to duplicate the reported issue. Gas loss alarms are generally patient related or balloon circuit related.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that prior to use cardiosave intra-aortic balloon pump (iabp) had gas leak. No patient involvement.